Event description:
International affiliate reports the french rod bender was found to be too hard to open and close during the surgery. Reports it was still hard after dipped in liquid like saline. The surgery was extended by 100 minutes because it was difficult to bend the rod properly with this product. There were no adverse consequences to the patient.

Manufacturer narrative:
One (1) french rod bender [product code: 2770-30-000, lot no: 0904k] was returned for evaluation. A functional assessment was conducted via bending a rod. It was noted that there were no difficulties during this evaluation. Furthermore, disassemble of the french rod bender was conducted. It was noted that there were no abnormalities or defect indications that might have contributed to the reported event. The french rod bender was then assembled back together and by the means an open and close assessment of the bender as well as the bending of a rod it was concluded that the french rod bender functioned as intended. There was no product problem identified in this evaluation. Product was released accomplishing all quality requirements. A review of the device history record for the french rod bender found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the french rod bender was conducted on the specific product code from this complaint as the product family does not exist for this instrument. In this complaint there was no reported harm to the patient. However, it was noted that the surgery was delayed by 100 minutes due to the difficulty in bending the rod. It was noted that there were no related complaints associated with the functionality of the french rob bender ¿too hard to open and close.¿ the root cause evaluation is not necessary at this time as there has been no product problem identified in this complaint file. Product evaluation confirmed that device functioned as intended. The 100 minute delay is not attributed to the rod bender as no product issue was identified, nor would a delay of this length be indicative of a bender that is difficult to open and close. The stiff rod bender would not result in significant risk to the patient should the problem reoccur, therefore malfunctions of this nature are not to be considered reportable events. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Additionally, a functional assessment of the device indicated that there was no product problem as device functioned as intended accomplishing all quality requirements. Therefore, this complaint fill will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.